Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During testing using the shunt, the flow rate was measured at 0, the circulation pump command was at 100 percent, and the pressure was -0.8 psi. After replacing the circulation pump, the same initial symptoms persisted, but the circulation pump command was now 45 percent, and the pressure was -7 psi, which is normal. Alerts 01 and 02 were present. Circulation pump was replaced. After replacing the circulation pump, the same initial symptoms persisted. After replacement, the circulation pump command was 45 percent, and the pressure was -7 psi, which is normal, but the flow rate was still measured at 0. Additional issues with the manifold assembly and flowmeter were identified. Manifold assembly was replaced. Flowmeter was replaced with the circulation pump repair. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate was measured at 0 to 0.3 l per min, while the circulation pump command was at 100 percent, and the pressure was measured at -4psi. Per sample evaluation results on 19dec2025, after replacing the circulation pump, the same initial symptoms persisted. The circulation pump command was 45 percent, and the pressure was -7 psi, which is normal, but the flow rate was still measured at 0. An additional issue with the flow meter was identified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate was measured at 0¿0.3 l/min, while the circulation pump command was at 100%, and the pressure was measured at -4psi.